Manufacturer narrative:
(B)(4). Date sent 11/1/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received; echelon stapler presented technical failure at the beginning of stapling with 2 white loads consecutively, the stapler was locked at the beginning, within the first 15 mm, and reversal was required. The problem was suggested by changing the stapler and load. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a technical failure at the start of stapling with 2 white loads continuously. The stapler lock occurred within the first 15 mm. The echelon 60 stapler presented a technical failure.

Manufacturer narrative:
(B)(4). Date sent: 12/23/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2024. Additional information was requested, and the following was obtained: has the device been locked (no clamps implanted and no cut-offline initiated)? No. Or did the device start deploying staples and cuts, but couldn't be completed (partially trigger)? No. Or did the device fully fire and stop during automatic knife return? No cutting line or stapling. Was there any difficulty opening the device? No. If so, how was the device removed from the patient? Rmoved normally, he simply did not cut or staple. If so, did the jaws eventually open? It opened and closed normally, did not cut or staple.

Manufacturer narrative:
(B)(4). Date sent 1/7/2025. D4 batch #987c41. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and two gst60w reloads present. The reloads (b&c) were received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 987c41, and no non-conformances were identified.